Event description:
After an implantation of about 29 months, this system was explanted due to inappropriate shock deliveries. There were no adverse pt effects reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol 1, 111 charge processes had been documented. During the visual inspection of the ICD, traces of insulation abrasion from the lead and traces of melted titanium were detected. The dot-shaped spot of locally melted titanium indicates a sparkover during a shock delivery between the housing and a rope conductor of the lead. The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel and also in the ff channel. This is consistent with the clinical observation and also with the abrasion and sparkover traces on the ICD housing. Next, the signal sensing of the ICD was tested and proved to the free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis did not indicate a material defect or manufacturing error.